Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited high capture thresholds and the patient experienced chest wall stimulation. The lead was explanted and replaced. No additional information was reported.